Manufacturer narrative:
(B)(6) medicine emergency medical center.

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the stenosed carotid artery. A 10.0-31 carotid wallstent was used for treatment. The physician had difficulty removing the guidewire from the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the stenosed carotid artery. A 10.0-31 carotid wallstentwas used for treatment. The physician had difficulty removing the guidewire from the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the wire could not be withdrawn from the stent delivery system during procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center. Device evalauted by MFR: the device was returned for analysis. No issues were noted with the monorail exit ramp. This carotid device is recommended for use 0.014 " (0.36mm) guidewire as per the carotid wallstent instructions for use. During the product analysis a 0.014 filterwire was successfully inserted through this device without any resistance encountered. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. A visual and microscopic examination found no damage or any issues with the stent. The stent was in the correct position on the delivery device. No issues were identified during the product analysis.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the stenosed carotid artery. A 10.0-31 carotid wallstent was used for treatment. The physician had difficulty removing the guidewire from the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the wire could not be withdrawn from the stent delivery system during procedure.